Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0, model 1420-mcs, serial number: (B)(4). Expiration date: 2018-07-31, UDI: (B)(4), mfg date: 2017-07-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) displayed low flows. The controller had frequent low flow alarms. The controller was exchanged and adjustment of hematocrit (hct) setting with continued alarming. The patient was asymptomatic. It was noted that all other testing resulted in no issues. Transthoracic echocardiogram (tte) was performed to look at pump function and left ventricle size and was noted to be unremarkable. The vad and second controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump and controller were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported "low flow event" events were confirmed through log file analysis which revealed 93 low flow alarms from (B)(6), 2018 through (B)(6), 2018. A hematocrit change was logged on (B)(6), 2018 prior to the first low flow alarm and was followed by multiple rpm adjustments. The current flow limit is set to 1.5 lpm. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported "low flow event" event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, improper rpm setting, improper setting of the alarm threshold. Other devices involved in this event: d1: heartware ventricular assist system ¿ controller 2.0 h6 method codes(s): 3317, 3372 h6 results code(s): 213 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.